Event description:
The company was made aware that the pt's device was explanted. The pt was reportedly implanted despite having perforation and discharge in the ear, which escalated the infection and caused breakdown of the flap. Advanced bionics in the process of gathering more info.